Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6) 2010. According to the complainant, the patient experienced serious bodily injuries; including but not limited to extreme pain, erosion of her internal bodily tissue, dyspareunia, and other injuries. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.